Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. It was received intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined. To further investigate, functional test and visual test was performed. The customer reported issue could not be duplicated at time of investigation. No problems were found with the pump alarming when running or alarming without displaying a message. The pump passed all tests and was found to be operating properly. No further action will be taken.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump in use with the device gave off a discontinuous alarm with no error messages displayed on the pump's screen. It alarmed several hours after connection to the cassette. After moving the cassette, the alarm stopped. There was no patient, or clinician injury associated with this occurrence.